Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 563 mg/dl. The patient experienced nausea. She treated by bolusing and drinking water. During troubleshooting there were no anomalies noted with the set, reservoir, insulin, or insulin pump. A high pressure test did not occur since the call disconnected. The insulin pump was not returned for analysis.